Manufacturer narrative:
The device was returned for maintenance. Additional evaluation findings were as follows: the distal end adhesive failed lifting, switch condition was worn, switch function button operation was intermittent, image condition interference was evident, and up,down,and left angles did not meet specifications. The up, down, left, and right angle play was evident; the electrical safety test, and automated air leak test did not meet the specifications. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus that the colonovideoscope had a blurry image. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, foreign material protruding from the air/water nozzle (a paper staple) fell from the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additionally, during device evaluation. A staple used for paper was found within the subject device, when the side panel was removed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, nor the cause of why the foreign material remained in the device. The staple found in the subject device likely, entered due to an abnormality, during the repair when removing the front scope cover. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.